Event description:
Mom states that while vent was on baby; mom was draining water from the insp limb of circuit back into humidifier without disconnecting any part of circuit. She then noticed that there was no flow of gas from the vent.there were no alarms right before she removed the vent circuit from baby, the face of the vent remained lit. The mom immediately bagged the baby and noticed that the flow came back on. She then placed the baby back on the vent, but it constantly alarmed for low pressure & low min. Volumes. She and father swampped vent out. No allegation of patient harm.